Event description:
(B)(4). Dealer has product, and motor casing under the bed has cracked. Bed has been used since (B)(6) 2011. Per dealer, motor mounts to the bottom of bed are plastic and added weight of patient seems to crack motor housing at end due to plastic being weak. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model vcpkgivc-1633, serial number/date code (B)(4) is approximately 2 years 1 month old. The owner's manual part number 1114836 rev. F (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.